Event description:
On 14-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 401 mg/dl after a sensor failure prompted a cgm offline alert. The user replaced the sensor, entered a fingerstick value into the ilet, and resumed insulin delivery. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.